Manufacturer narrative:
Bayer case number: (B)(4) haemorrhagic periods [heavy periods], degenerative osteoarthritis [osteoarthritis], mistakenly diagnosed with fibromyalgia [fibromyalgia] , depression [depression] , hypothyroidism [hypothyroidism] , cervical and dorsolumbar degenerative discopathy [discopathy] , compressive phenomenon in left sa with sciatica/cruralgia [sciatica] , functional decline [inability to work] , headaches [headache], gastrointestinal bloating [abdominal bloating], insomnia [insomnia], paraesthesia [paraesthesia], severe anxiety [anxiety] , digestive disorder [digestion impaired], loss of libido [loss of libido] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-may-2025. The most recent information was received on 30-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") and osteoarthritis ("degenerative osteoarthritis") in a 51-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In (B)(6) 2025 she experienced depression ("depression"). On unknown dates she experienced heavy menstrual bleeding (seriousness criterion medically important), osteoarthritis (seriousness criterion disability), fibromyalgia ("mistakenly diagnosed with fibromyalgia"), hypothyroidism ("hypothyroidism"), intervertebral disc disorder ("cervical and dorsolumbar degenerative discopathy"), sciatica ("compressive phenomenon in left sa with sciatica/cruralgia"), impaired work ability ("functional decline"), headache ("headaches"), abdominal distension ("gastrointestinal bloating"), insomnia ("insomnia"), paraesthesia ("paraesthesia"), anxiety ("severe anxiety"), dyspepsia ("digestive disorder") and loss of libido ("loss of libido"). At the time of the report, the heavy menstrual bleeding, fibromyalgia, hypothyroidism, intervertebral disc disorder, sciatica, impaired work ability, headache, abdominal distension, insomnia, paraesthesia, anxiety, dyspepsia and loss of libido had not resolved. The outcomes for osteoarthritis and depression were unknown. The reporter considered abdominal distension, anxiety, depression, dyspepsia, fibromyalgia, headache, heavy menstrual bleeding, hypothyroidism, impaired work ability, insomnia, intervertebral disc disorder, loss of libido, osteoarthritis, paraesthesia and sciatica to be related to essure administration. The reporter commented: I didn't experience any adverse effects from the inserted devices until about two years later. Today, I am disabled and this occurred in less than four years. Mistakenly diagnosed with fibromyalgia (recognized symptoms of essure inserts), recognized as having exacerbated and degenerative osteoarthritis. I spent six years in medical wandering before seeing a report on essure inserts by resist after verification, my doctor believes that all my chronic or non-chronic symptoms (including depression without psychotic symptoms diagnosed since (B)(6) 2025) are due to essure inserts and he asked me to report to your services. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 107 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Haemorrhagic periods [heavy periods] degenerative osteoarthritis [osteoarthritis] mistakenly diagnosed with fibromyalgia [fibromyalgia] depression [depression] hypothyroidism [hypothyroidism] cervical and dorsolumbar degenerative discopathy [discopathy] compressive phenomenon in left sa with sciatica/cruralgia [sciatica] functional decline [inability to work] headaches [headache] gastrointestinal bloating [abdominal bloating] insomnia [insomnia] paraesthesia [paraesthesia] severe anxiety [anxiety] digestive disorder [digestion impaired] loss of libido [loss of libido]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") and osteoarthritis ("degenerative osteoarthritis") in a 51-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In (B)(6) 2025 she experienced depression ("depression"). On unknown dates she experienced heavy menstrual bleeding (seriousness criterion medically important), a first episode of fibromyalgia ("mistakenly diagnosed with fibromyalgia"), osteoarthritis (seriousness criterion disability), hypothyroidism ("hypothyroidism"), intervertebral disc disorder ("cervical and dorsolumbar degenerative discopathy"), sciatica ("compressive phenomenon in left sa with sciatica/ cruralgia"), impaired work ability ("functional decline"), headache ("headaches"), abdominal distension ("gastrointestinal bloating"), insomnia ("insomnia"), paraesthesia ("paraesthesia"), anxiety ("severe anxiety"), dyspepsia ("digestive disorder") and loss of libido ("loss of libido"). At the time of the report, the heavy menstrual bleeding, hypothyroidism, intervertebral disc disorder, sciatica, impaired work ability, headache, abdominal distension, insomnia, paraesthesia, anxiety, dyspepsia and loss of libido had not resolved. The outcomes for osteoarthritis and fibromyalgia were unknown. The reporter considered abdominal distension, anxiety, depression, the second episode of depression, dyspepsia, fibromyalgia, headache, heavy menstrual bleeding, hypothyroidism, impaired work ability, insomnia, intervertebral disc disorder, loss of libido, osteoarthritis, paraesthesia, sciatica to be related to essure administration. The reporter commented: I didn't experience any adverse effects from the inserted devices until about two years later. Today, I am disabled and this occurred in less than four years. Mistakenly diagnosed with fibromyalgia (recognized symptoms of essure inserts), recognized as having exacerbated and degenerative osteoarthritis. I spent six years in medical wandering before seeing a report on essure inserts by resist after verification, my doctor believes that all my chronic or non-chronic symptoms (including depression without psychotic symptoms diagnosed since (B)(6) 2025) are due to essure inserts and he asked me to report to your services. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 107 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.